Event description:
Caller reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level was not adversely impacted. Customer resolved the issue by changing to non-tandem charging supplies, and tandem technical support advised against using third-party chargers, which the caller understood. A replacement tandem wall adapter and charging cable were sent via two-day shipping, and the pump began charging without needing further assistance.